Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the battery compartment was cracked below the bumper pad. The audio bolus button cover was detached from the pump and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the audio bolus button was completely missing from the pump. This report is made based on results of investigation completed on 10/30/2015.